Event description:
It was reported that a physician's hp (B)(6) handheld was not functioning properly. The handheld would not allow the physician to select programming settings from the main menu. The physician was sent a new handheld device and good faith attempts to obtain the handheld in question have been unsuccessful to date.